Event description:
It was reported that an occlusion alarm occurred. Blood glucose was over 400 mg/dl. Reportedly the customer changed supplies to address the occlusion alarm. The customer reverted to an alternate pump for insulin therapy.